Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported flaps was leaving tags during surgery. No patient impact. Surgery completed successfully.

Manufacturer narrative:
The company representative unable to confirm or replicate any nonconformity which would have contributed to the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and two potential contributing factors to the reported complaint were identified. An effectiveness check does not represent any nonconformity and is not relevant to this investigation. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).